Event description:
It was reported that the device had difficulty converting arrhythmias. In three different episodes, it took two shocks to convert the arrhythmia. The doctor repositioned the pulse generator and it still took two shocks to convert an arrhythmia. The high energy shock impedances were around 100 ohms. The doctor elected to explant the entire system and implant a transvenous system. There were no additional adverse patient effects.